Manufacturer narrative:
Analysis was unable to confirm the customer comment that the programmer shuts down. The programmer powers up and interrogates without shutting down. Inspected internal connections and be board with no fault found. Found recent errors in the error log. Reloaded software as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing and shutting down during programming. The programmer was returned for service. No patient complications have been reported as a result of this event.